Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)  had a flipped bit causing a power on reset (por). Program settings were re-configured and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary #the device was not returned for analysis. However, performance data collected from the device was received and analyzed. A critical random access memory parity error occurred on 2012 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.